Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported that stand movements failed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation showed that the reported error was caused by a hardware problem. The emergency stop button of the table control module (tcm) was defective. As a result of the defective emergency switch, movement of the system was no longer possible. However, the radiation functionality of the system remained intact. In case of such a hardware defect, service intervention is mandatory. Therefore, the system displayed the following message: "emergency stop defect. Call service." For the above-mentioned reasons, the affected emergency stop button was replaced by siemens local service and, following successful testing, the system was return to operation. The reported error has not reoccurred.